Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and after the malfunction was resolved, the customer continued to use the pump for insulin therapy.